Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 3 events were reported for this quarter. Product return status, 2 devices had investigation types that have not yet been determined, 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components), 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 1 device: fracture problem / part/component/sub-assembly term not applicable product disposition, 1 device: scrapped by customer, 2 devices: product disposition is not yet determined. Additional information, 3 devices were labeled for single-use, 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: fracture, 2 events had imaging required, 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3015967359-2025-99441. Supplemental rationale: corrected data: b5, h1, h6, h11. 3 events were previously reported during the reporting quarter: however, 1 event was reported in error. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received. Evaluation findings (results/components): 2 devices: fracture problem / mount, tip. Product disposition: 2 devices: archived by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: fracture. 2 events had imaging required.